Event description:
It was reported that a patient underwent an orthopedic shoulder procedure on an unknown date and suture was used. The patient presented with tissue necrosis eight weeks post operatively which developed into a secondary staph infection that was sensitive to cephalex.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.